Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; device received back.

Manufacturer narrative:
Below is the analysis finding code(s) and test results, analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; weight updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) about a patient with an implantable neurostimulator (ins). It was reported at the end of the interstim full implant procedure all impedances combinations were normal except for all zero combinations. The hcp replaced the lead and still got the same impedance issue, a new battery was then opened, and the issue was resolved. It was noted there was no environmental issue, external, or patient factors that may have lead to the issue. It was noted with the first lead; the amplitude was increased to 2.0 v and pulse to 300. The hcp took the lead out, wiped it and re-positioned the ins on the lead making sure the blue marker extended to the end of the device. The rep stated a new lead was placed on the left side, the first lead was on the right, and a new ins was used. It was noted the issue was resolved at the time of the report. It was noted the ins would be returned. There were no further complications that have been reported as a result of this event.